Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. No evaluation possible. Multiple attempts to obtain details of the case and/or the suspect device have gone unanswered.

Event description:
Instrument broke during a hardware removal.